Event description:
Suture broke on 4 different sutures in this lot/box.manufacturer response for suture, (brand not provided) (per site reporter).took description of problem, issue report#, and sent shipped kit.what was the original intended procedure?laparoscopic hiatal hernia repair.